Event description:
It was reported that there was lead integrity alert (lia) triggered due to noise on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Lifetime sic counts are 1681; on save to disk, noted non-sustained tachycardia (nst) episodes with non-physiologic intervals. Right ventricular (rv) lead integrity warning occurred (B)(6) 2014 for sensing integrity counter greater than 30 in 3 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).